Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited elevated capture threshold. Imaging revealed that the lead had dislodged. Repositioning attempts resulted in inadequate sensing parameters. The lead was instead explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. The reported events of high capture threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.